Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6)2024, it was reported that the patient woke up and was feeling sick and nauseous when he checked his cgm readings it was normal (around 135mg/dl). He was feeling such symptoms until the afternoon and the cgm readings were normal. At 3:00pm his father took a bg reading which was around above 600 mg/dl so his father decided to take him to the hospital. At the emergency room (ER) they took a bg reading which was 722 mg/dl and the cgm readings was 135mg/dl. The patient couldn`t remember the medication that was provided at the hospital. The patient was discharged on (B)(6) 2024 when his bg readings (90 mg/dl ¿ 100 mg/dl). At the time of the report the patient was feeling fine after and just needed some more rest. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient woke up and felt sick, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid when checked in the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.